Manufacturer narrative:
Pump received with blank white display due to cracked and bleeding on lcd glass. Unable to perform the displacement test, sleep current test, active current test and self test due to blank white display. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked lcd glass, bleeding on lcd glass, broken belt clip rails, cracked select button keypad overlay, pillowing keypad overlay, scratched case and minor scratched lcd window. Blank white display due to cracked and bleeding on the lcd glass. Cosmetic damage confirmed at the lcd glass. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer reports pump was not working. Troubleshooting was performed and found damage on pump rail. No harm requiring medical intervention was reported. The customer will discontinue using the device and the device will be returned for product analysis.